Event description:
A meter to hcp meter comparison test was done with the rptr's meter reading 153 mg/dl and the hcp meter (type unk) 201 mg/dl. Both tests were done at the same time. No symptoms were reported. Due to unavailability of supplies, the rptr did not do a control solution test.